Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant and experienced postoperative rupture (side unknown). The patient stated that one of her devices implanted around 1987 was ruptured and underwent a removal and replacement surgery in 1997. It is unknown if the reported device was a saline or gel device. At this time of report, it will be reported as a saline device. If additional information is received in the future, a supplemental report will be submitted.